Manufacturer narrative:
(B)(4). Batch #: u5ay69. Investigation summary: the analysis results showed that one gst45w reload was received fully fired, with the pan detached from the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.

Event description:
It was reported that the metal part of the reload cartridge separated from the plastic reload cartridge when reloading the device. The cartridge and stapler worked correctly, and subsequent firings functioned correctly. The plastic cartridge and metal housing is being returned. There was no patient consequence reported